Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the ergonomics switch for the armrest being stuck in the raise position. This can be resolved by contacting isi and having a fse service the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the ergo switch to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the clinical sales representative (csr) called to report faults on the surgeon side console 2 (ssc2) armrest. The csr performed a power cycle, but the fault returned. The site decided to swap out the ssc and continued with their cases. The technical support engineer (tse) reviewed the system logs but did not observe any faults in the logs. The customer reported event has no report of patient injury.